Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating and a revision surgery was requested by the physician. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.